Event description:
It was reported that the surgeon inserted a vicm13.2 implantable collamer lens on (B)(6) 2011 and the lens was exchanged on (B)(6) 2011 due to incorrect power. The reporter indicated it was a surgeon's error.

Manufacturer narrative:
(B)(4)